Event description:
It was reported there "seemed" to be a longer portion of the stylet tip that was bent. It was stated this resulted in "more difficulty steering" the lead. It was noted this was causing discomfort during implant. No further information was reported."

Manufacturer narrative:
Product ID: 3776, product type: lead. (B)(4). Device model updated to ens based on further review of file indicating that this was a trial patient, as well as the stylet being updated to a lead.

Manufacturer narrative:
Concomitant medical device: product ID: neu_stylet_acc, product type: accessory. (B)(4).